Event description:
Cna was positioning stretcher lift scale next to resident's bed in preparation to transfer resident into bed. Cna states he turned away to call for 2nd cna to assist with transfer, and noticed resident moving hands in air. As she reached, she fell to floor. Cna states one strap was secured about resident prior to incident. Resident transported to ER via ambulance for treatment of lacerations and hematoma below right eye; hematoma right temporal area; involvement of swollen, eccymotic nose. CT scan revealed no fracture; one suture to laceration below right eye. Incident investigated immediately. Cna states belt buckle was securely locked prior to incident. Release of buckle could only be done when buckle became caught against frame of stretcher. Upon further investigation, it was discovered that instructions for use call for two belts when transporting the resident - one about the chest, and one about the thighs. The belts are secured to the stretcher in holders on the underside of the stretcher. A memo stating the correct procedure was issued immediately and staff on duty were verbally and visually given proper instructions.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-95. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: failure to follow instructions, incorrect technique/procedure. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.